Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe experienced foreign matter contamination in the barrel after withdrawing a dose of medication.

Manufacturer narrative:
Per additional information received, the device has been identified as an unsupplied syringe. The associated complaint has therefore been withdrawn and the investigation has been cancelled by regeneron qa.

Event description:
It was reported that the bd luer-lok¿ disposable syringe experienced foreign matter contamination in the barrel after withdrawing a dose of medication.